Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986ilc, lot# n24199, implanted: (B)(6) 2000, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain for trunk/limbs. The patient reported that their battery had been dead for a little while/a few year and they thought the lead may have moved. The patient mentioned that previously they went to their doctor¿s office and they did ¿some magic/something¿ that turned their stimulator back on. It was reported that the patient did not have a managing physician. A list of healthcare providers was sent to the patient so that they could address their concerns with a doctor and to contact a manufacturing representative. It was asked but it was unknown when the events occurred specifically. No further complications were reported/anticipated.